Event description:
Patient was on continuous infusion of heparin. Concentration was 100 units/ml in a 250ml bag. Dose was 1200 units/hr for a rate of 12ml/hr. Dosing was double checked by two rns when programming the pump. One hour later, the pump alarmed that the bag was empty. Patient received 250ml of heparin in one hour.